Event description:
It was reported that an led on the mask communication unit for the ent autoregistration mask was broken during a surgical procedure. As no backup communication unit was available, the procedure was completed with traditional methods, without the use of navigation. It was reported that the procedure was completed successfully, without a clinically significant delay. No adverse consequences and no medical intervention were reported.

Event description:
It was reported that an led on the mask communication unit for the ent autoregistration mask was broken during a surgical procedure. As no backup communication unit was available, the procedure was completed with traditional methods, without the use of navigation. It was reported that the procedure was completed successfully, without a clinically significant delay. No adverse consequences and no medical intervention were reported.

Manufacturer narrative:
During the device evaluation, the reported event was confirmed, and broken pins were found within the unit, which is a probable cause for the reported event. The device was repaired and placed into the manufacturer stock.